Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced episodes of low blood glucose while using the ilet, including one overnight incident with device low-glucose alerts and an estimated out-of-range duration of about 30 to 45 minutes; the lowest and highest glucose values were not recalled, the low was treated with candy, and no assistance or medical intervention was needed. Symptoms included shakiness consistent with hypoglycemia. Outcomes included no long-term impact and no medical care. Investigation included internal review of the event details and device usage context, assessment of alert functionality, and evaluation of user-reported behavior and training status. Investigation of this case revealed that device alerts for low glucose were functioning, correction was achieved with carbohydrate intake, and no device malfunction or component failure was identified; contributing factors were unclear and may be behavioral, with insufficient training and duration of use noted. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence of device malfunction and unclear user-related factors.